Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message during device check with the manikin was not confirmed through analysis of the retrieved archive data and during functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. During the functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 12 minutes without any fault or error. There was no device malfunction observed. Unrelated to the reported complaint, a bent battery lock on the returned platform was observed during visual inspection. The battery lock needs a replacement to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. Per archive, the last time the autopulse platform was used on (B)(6) 2019. Per customer, the problem occurred date was on (B)(6) 2020 and there was no evidence on the archive data showing that the platform was used on the customer reported event date. Probably, the customer reported on a wrong platform or wrong event date. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 19 error message recorded in the archive data is easily clearable by the user. The user advisory (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. Also, user advisory (ua) 19 is a common error when the manikin gets "bouncy" during run-in testing. The user advisory (ua) 19 error message can be cleared by restarting the platform. Service repair will not be performed and the platform will be returned back to the customer per customer's request. The returned platform will be labeled "not for clinical use".

Event description:
During device check with the manikin, the autopulse platform displayed a user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.